Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. No issues were identified that required full analysis. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced an infection approximately a year and a half after implant. The patient was admitted to the hospital with fever and chills. Upon admission a fever, hypotension and septic shock developed. Imaging revealed vegetation on the leads, bilateral pleural effusions and a right upper lobe nodule on the lungs. The patient was treated with norepinephrine, vancomycin, and intravenous fluids. The implantable pulse generator (ipg) system was explanted. The source of the infection is not known. No further patient complications have been reported as a result of this event.